Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure, a nrg transseptal needle was selected for use. The transseptal puncture (tsp) was performed and around twenty five minutes after the tsp with no difficulties, a pericardial reflection was visible on transesophageal echocardiogram (tee). The watchman was implanted under stable condition. The patient was stable the whole time. After implantation, the pericardium was punctured and 200ml of blood was aspirated. The bleeding stopped. The patient was discharged from hospital as planned on (B)(6) 2025, the device is not expected to be returned for analysis (lost in the facility). The physician suspects that he himself made a mistake. Act was therapeutic. No malfunctions with nrg needle were reported.